Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported through email as "good morning, hope you¿re doing well! Quick question; I have an account that just placed an order for a new set of revision/moreland instruments for a new dr. That just came to our area, myself and the spd director are wondering if the instruments will all be the new style (non-wooden) handles, as the spd department has previously had contamination issues with their current set of moreland instruments that do have the wooden handles? Are all orders that are currently placed for new instruments, the newer style black handles?".